Manufacturer narrative:
No product or imaging were shared for analysis. Hemolysis testing on the benchtop could not be performed. A root cause could not be determined. The failure mode will be monitored and trended.

Event description:
The medical center in (B)(6) had an impella cp supporting a patient along with ECMO on (B)(6) 2021 admitted in cardiogenic shock. Months later on (B)(6) 2021 the jpvad registry noted hemolysis and renal failure during the support. There was no known treatment for the issues nor definitive causal relationship known and shared by any labs or testing and as such was not reported upon. Later on (B)(6) 2022 an update was made of blood product replacement being given for the hemolysis.